Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose. Customer's blood glucose level went as low as 49 mg/dl and as high as 99 mg/dl. Customer treated their low blood glucose with orange juice. Customer needed assistance regarding when to bolus and when not to bolus. Customer was advised to call the 24 hour helpline regarding any issues they experienced.